Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05335, 2017865-2019-05338. It was reported that the patient was admitted to the hospital on (B)(6) 2019 due to fever and an infected wound from a recently implanted device and leads. The entire system was explanted the following day. The procedure was completed with no patient complications. The patient was stable.